Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus in the outflow bearing/stator was confirmed in the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned with the driveline cut approximately 5¿ from the pump housing and the distal end was not returned. The sealed inflow conduit, apical sewing ring, and sealed outflow graft were not returned. The bend relief and bend relief collar were not returned. The outflow elbow was returned attached the outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a dark red, non-laminated deposition surrounding the outlet bearing ball. Its areas of denaturation suggest that this formation developed over an undetermined period of time while the vad was supporting the patient. Although its origin cannot be conclusively determined, the presence of contact marks on the outlet bearing cup suggests that the deposition was present in the outlet stator for an extended period of time while the device was in operation. The observed deposition could have contributed to the reported elevated ldh. The deposition would have also created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The device was rebuilt and functionally tested under loaded conditions; the device operated as intended. The pump was connected to and operated on a standard h-q water loop using a test system controller, power module, and system monitor according to hmii hydraulic qualification (hq) test procedure. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 16jun2016. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2020. The patient had elevated powers and flows with increased lactate dehydrogenase (ldh). The patient was admitted and placed on heparin, which was eventually changed to integrilin. The account monitored ldh, flow, and powers, and adjusted anticoagulation. The account determined that the patient required a pump exchange. The patient's pump exchange was performed on (B)(6) 2020. The pump was to be returned for analysis once it was released from the hospital's pathology department. The patient was extubated and looking good on (B)(6) 2020. The pump exchange was due to pump thrombosis. The device did not operate as expected. The patient had decreased flows, hemolysis, and elevated pump power. The patient had increased fatigue. There was no change made to the patient's anticoagulation regime. The pump revolutions per minute (rpm) were reduced to offset elevated power and hemolysis. A computed tomography angiography (cta) scan of the chest did not show evidence of thrombosis within the inflow or outflow left ventricular assist device (lvad) cannula. The inflow cannula was oriented perpendicular to the apical septum and may be a source of inflow obstruction.